Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies, corroded battery tube, and corroded motor home switch. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test or verify pump error 35 and communication anomaly due to critical pump error (open book image) alarm. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for insulin pump error and had critical pump error message. Customer¿s blood glucose was 360mg/dl. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.